Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had no pain, signs or symptoms. It was noted that noise and oversensing was observed on the right ventricular lead. The right ventricular lead was capped and replaced. The patient was doing well before, during and after procedure and was discharged.